Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, which resolved the issue without recurrence, and the customer was instructed to continue using the pump and to call back if any malfunction code recurs.